Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with memorygel mentor breast implant 400cc gel breast prostheses developed baker grade iii-IV capsular contracture in her right breast post implantation. Additionally, the patient developed a hematoma in her right breast shortly after implantation as well as wound complications and an e. Coli infection. Lastly, the patient had concerns about the shape of her breasts and the left breast prosthesis drifts under her arm when she lies down. The patient developed inferolateral malposition of the left breast prosthesis. As a result, the patient underwent unilateral explantation of the right breast prosthesis on (B)(6) 2024 and it was replaced with an unspecified gel breast prosthesis. The patient underwent a left breast capsulorrhaphy on the same date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 14-nov-2024, the mentor failure analysis lab received the device for evaluation. On 19-nov-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture, hematoma and experienced e.coli infection. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, mentor received additional information about the event. The patient¿s right breast prosthesis that was explanted on (B)(6) 2024 was replaced with a mentor memorygel breast implant 400cc gel breast prosthesis. The patient¿s left breast prosthesis was never explanted and remains implanted. Manufacturer¿s reference number: (B)(4).